Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred. During troubleshooting with tandem technical support, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not entirely fitting on the pump. The customer removed the o-ring and successfully reloaded the cartridge onto the pump. Customer's blood glucose level (bg) ranged from 332 to 400 mg/dl. A correction bolus was delivered to address bg. The customer reverted to mdi for insulin therapy.